Event description:
Upon review by the manufacturer's investigation unit, the inform meter was found to have charring on connector pins 3 and 4, and melted plastic in the housing around the connector pins. No adverse event reported. Device was returned, and replacement was sent.